Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the facilities reprocessing practice and to provide reprocessing training if necessary. On august 27, 2014 the user facility declined the on-site visit.

Event description:
Olympus received a legal document on january 03, 2017 which alleges that a patient was infected with carbapenem-resistant enterobacteriaceae (¿cre¿) and expired after undergoing multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v and /or tjf-160vf duodenovideoscope at (B)(6) medical center between (B)(6) 2011 through (B)(6) 2013. This is report 2 of 2.